Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead fit too tightly in the sheath; consequently, the lead crimped and was damaged during implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead fit too tightly in a 9 (B)(4) sheath, the lead crimped and was damaged during implant. The lead was bent. The lead was removed, replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the full lead was returned and analyzed. The shaft seal was found out of position. The lead was kinked, the distal conductor had blood/body fluid, and there was blood in/on the helix mechanism.